Event description:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing due to the internal battery. The internal battery was replaced to address the issue.